Event description:
The account reported the brakes are not functioning. The stretcher was located on the ground floor of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake caster will swivel, the cause is unk. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.